Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual evaluation noted that the device was chipped around the square distal end of the shaft and the fitting hybrid hudson of the angled reamer, drive shaft. Functional testing was not performed due to the returned part ar-9676 and ar-9597-20 were stuck and unable to separate. The most likely cause for the reported failure can be attributed to misuse due to a force perpendicular to the drive shaft being applied while the device is spinning. This applied force creates an excess of friction and heat that ultimately has the potential to cause the device to seize from functioning as intended. Application of this force perpendicular to the drive shaft is not needed for the device to function, nor is it recommended that the user do this during normal clinical use. When used normally, this issue is unlikely to present itself, which suggests that the handling of the device has a large impact on whether or not it will seize. For this reason, the direct cause is considered to be misuse of the device. Ncr#27796 was opened to address this issue.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/07/2025, it was reported by a sales representative via (B)(4) that an ar-9676 angled reamer drive shaft and an ar-9597-20 angled reamer sleeve fused together. This was discovered during an rtsa procedure and was completed with no patient harm.